Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified item and lot numbers were hard to read unless you turn it the right way in the light. Inspection of each part found them to be damaged such as deformation, nicks, gouges and scratch marks. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The screw backing out likely led to the disassociation; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: explor 7x26mm impl stem w/scr cat# 11-210062 lot# 975360 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03394.

Event description:
It was reported that the patient underwent an elbow procedure on an unknown date. Subsequently, patient underwent a revision as the set screw backed out from the head and stem. The head and screw disassociated from the stem and the screw floated in the patient's arm. The surgeon indicated that the screw appeared to be stripped. Further, the patient had osteopenic bone; therefore, the stem was loose and was removed. Patient was stable in flexion and extension so the surgeon decided to keep all devices out and close the patient. Attempts have been made and additional information on the reported event is unavailable at this time.